Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-10-11-6-b device of lot number c1768516 involved in this complaint device was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 26th august 2021. In summary the following results were observed in the lab evaluation: ¿distal end of flexor compressed. Introducer separation, polyimide kinked. Stent fully deployed on return and detached from the delivery system. Lock wire not returned. Actuation of handle was possible with slight resistance.¿ documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-10-11-6-b device of lot number c1768516 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1768516; upon review of complaints this failure mode has not occurred previously with this lot #c1768516. The instructions for use ifu0056-5 which accompanies this device instructs the user that "if wire guide or stent cannot advance through obstructed area, do not attempt to place stent.¿ there is evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure while compressing the introducer, subsequently resulted in stent deployment difficulties. It is known from additional information that resistance was encountered when advancing wire guide and the stent and introducer through the obstructed area. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Device evaluation: the evo-10-11-6-b device of lot number c1768516 involved in this complaint device was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 26th august 2021. In summary the following results were observed in the lab evaluation: ¿distal end of flexor compressed. Introducer separation, polyimide kinked. Stent fully deployed on return and detached from the delivery system. Lock wire not returned. Actuation of handle was possible with slight resistance.¿ as per image provided the distal end if flexor/introducer appears to be compressed, the inner delivery system appears to be deployed and polyimide appears intact. Documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-10-11-6-b device of lot number c1768516 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1768516; upon review of complaints this failure mode has not occurred previously with this lot #c1768516. The instructions for use ifu0056 which accompanies this device instructs the user that "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use."¿ there is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to patient anatomy. A possible root cause could be attributed to the torturous path. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the compressed/kinked introducer, which subsequently led to the inability to retract the stent summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to a correction made to the completed investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the delviery system through wire guide to desired position, then user deploy the stent to non-retrieval point while found out the stent position need to be adjusted. User pull the trigger to retrieve the stent but failed, then user pull the trigger to continue deploy the stent but failed. User retracted the delivery system along with endoscopy from patient and changed to another same device to complete the procedure. Device evaluated on 26-aug2021: distal end of introducer flexor compressed and separated. Polyimide kinked. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." For all complaints, ask: what is the reorder number of the wire guide used with this device? Metii-35-480 metii-35-480 . If not with the device in question, how was the procedure finished? With another same devcie to complet the procedure for complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Yes . Had dilation of the obstructed area been performed prior to this occurrence? Yes . What is the endoscope manufacturer and model number that was used? Olympus tf-260v tf-260v . Please describe the location in the body where the stent was to be placed. Common bile duct . Was resistance encountered when advancing the wire guide through the obstructed area? Yes . Was resistance encountered when advancing the stent and introducer through the obstructed area? Yes . Was the introducer advanced through the side of a previously placed stent? No. Please estimate amount of time the stent was in place prior to this occurrence. Did any section of the device detach inside the endoscope or patient? No.